Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However. Photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2022). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four years two months and six days post port placement, the catheter allegedly had a crack within the tubing approximately eight mm in length running vertically or longitudinally along the catheter itself approximately one cm proximal to the distal catheter tip. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned for evaluation, four electronic photos were provided for review. Fracture was noted on the distal end of catheter. Therefore, the investigation is confirmed for the reported crack issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four years two months and six days post port placement, the catheter allegedly had a crack within the tubing approximately eight mm in length running vertically or longitudinally along the catheter itself approximately one cm proximal to the distal catheter tip. Reportedly, the port was removed. There was no reported patient injury.